Manufacturer narrative:
Manufacturer's investigation conclusion the suspected outflow graft obstruction could not be confirmed as no product was returned for evaluation and no images were provided for review. Review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the aortic regurgitation could not be conclusively established. The controller event log files collectively contained events from 15sep2022 and 23sep2022. Transient low flow faults were captured on (B)(6) 2022 when the estimated flow decreased below the low flow threshold of (B)(4), which resulted in three low flow hazard alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. It was reported that a specific cause for the low flow alarms was unable to be determined; therefore, an echocardiogram and computed tomography (CT) angiogram were performed. The echocardiogram revealed mild regurgitation of the aortic, mitral, and tricuspid valves. This test also confirmed that the left ventricular assist device (lvad) inflow cannula was well seated at the apex and pump positioning was determined to not be an issue. The CT angiogram of the patient¿s chest, abdomen, and pelvis was performed without contrast and revealed no evidence of hyperdense contrast within the metallic portion of the lvad, which made it difficult to evaluate secondary to the surrounding metallic streak artifact. Although there was no clear-cut evidence of obstruction within or outside the graft, the possibility of obstruction at this location remained difficult to exclude. No actions for the suspected obstruction were taken and no further treatment was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 1 and section 4 of the IFU also state that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 further states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for mlp-031272 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room (ER) with recurrent low flow alarms. Historically, the patient has had episodes of hypovolemia and intravenous (IV) fluids. A review of the log file revealed low flow events on (B)(6) 2022. Additional information revealed that the low flow alarms were due to either hypovolemia/hypertension and the alarms resolved with intravenous fluid. A computerized tomography (CT) angiogram of the patient's pump was performed and there was suspicion of outflow graft obstruction. CT angiogram revealed that the outflow cannula of the left ventricular assist device (lvad) was well opacified to the anastomosis with the ascending thoracic-aorta. Mild aortic, mitral and tricuspid regurgitation were also noted. Although the ventricular assist device (vad) team has low suspicion for obstruction, cardiothoracic surgery was to evaluate if pump position was a factor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.